Event description:
Jugs of naturalyte a concentrate 2.0 k+/ 2.5ca+ bath found to have small holes in seal compromising integrity. All jugs were assessed and only three were found with lot number 20exac106. The compromised jugs were removed, storeroom was notified, and storeroom collected damaged jugs.